Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was implanted and removed during the same procedure due to the lens being faulty from a loading issue. Another iol was used to complete the procedure. Additional information was received indicating it is unknown if there was an iol factory defect or loading error. In the surgeon's opinion, user handling contributed to the event. A corneal suture was required during the procedure. Recovery was delayed due to longer surgery, but final recovery was good.